Manufacturer narrative:
The pump was returned to the manufacturer. Analysis of the pump on 2016-09-01 revealed no anomaly. As per the logs, the pump administered morphine with concentration 20.0 mg/ml at a simple continuous dose rate of 2.500 mg/day as of (B)(6) 2016. Also, the pump¿s log indicated a low reservoir alarm occurred on (B)(6) 2016 and an empty reservoir alarm occurred on (B)(6) 2016. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for pump use was spinal pain. On (B)(6) 2016 the patient's pump was alarming and registered that her pump was empty and she could not deliver a bolus via the personal therapy manager (ptm); however, the patient further stated that the pump was not empty. The patient was at the healthcare provider (hcp) office on (B)(6) 2016 and stated that she was having trouble with her pump and was scheduled for surgery. Additional information was requested regarding patient symptoms related to the empty reservoir alarm, troubleshooting performed, actions/interventions taken, and the cause of the empty reservoir alarm. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a consumer via a company representative. The pump was delivering morphine (20 mg/ml) at 1 mg/day. The pump reservoir volume (few cc) was greater than what the pump should have at refills. The patient also was not receiving her boluses with the personal therapy manager (ptm). The patient did not seem to have a complete understanding of the ptm. After interrogating the pump and reading the logs, the patient did indeed receive all allowed boluses. She at times tried to bolus herself early and those were denied. Troubleshooting included interrogation of the pump, accurate measurement of the drug in the pump at each refill, and the logs were read on day of surgical intervention. The pump was surgically replaced. As of (B)(6) 2016 the issue was considered resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.